Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited noise, which led to pacing inhibition. The noise was able to be reproduced in clinic. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that atrial lead noise was observed again. The patient was in atrial flutter at the time of the check. No patient symptoms were noted and the noise could not be reproduced with isometrics. Programming changes were recommended.